Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): two axium prime coils were returned for analysis within a shipping box; within a sealed biohazard pouch; within their opened axium prime coil inner pouches. Visual inspection/damage location details: (pli-10) the axium implant coil was returned with the introducer sheath. The axium implant coil pushwire was found to be broken at ~5.9cm from the proximal end. The coin was found to be pulled back and not against lumen stop. The shield coil was found to be stretched. The axium implant coil was found to be already detached and returned. The axium prime coil was found to be stretched and damaged. No other anomalies were observed. (Pli-20) the axium implant coil was returned without the introducer sheath. The axium implant coil pushwire was found to be kinked at ~4.5cm from the proximal end. The axium implant coil was found to be stretched and damaged. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿pusher kink¿ was confirmed. The cause for the pushwire kink could not be confirmed. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire was found to be returned damaged. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed for pli-20 as the axium implant coil was returned with the implant coil still attached. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the aneurysm was coiled with axium coils. When pulling out the reported coil (lot: 231309028) out of the sheath, the customer could see the proximal end of the pushwire the inner filament which is connected to the detachment box at the distal part of the coil. The pushwire seemed to be already broken before use. This coil was not used at all. There was pusher kink/broken. There was no friction or difficulty during testing or delivery. The damage was located in the pushwire proximal segment. The second coil (lot: 231402484) from this report (same size) was introduced in the microcatheter. When about one third of the coil length was already deployed in the aneurysm, the pushwire stuck in the microcatheter and could not be moved forward. When trying to pull back the coil in the microcatheter by pulling the pushwire, it become clear that the coil had detached and only the pushwire came back. When trying to remove microcatheter and coil together (two thirds of the coil length still in the microcatheter), the coil got lost and remained partly in the aneurysm and the a1 segment. The coil could finally be removed by using a stent retriever. The coil was stuck in the distal section of the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The continuous flush was administered during the procedure. The patient was undergoing surgery for treatment of an unruptured anterior communicating (acom) artery aneurysm with dimensions of 5 (width) by 8(height). It was noted the patient's blood flow was normal and vessel tortuosity was severe. Ancillary devices include a cerebase 8f sheath, sofia 6f guide catheter, echelon 10, straight microcatheter, and unknown guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined. There was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was¿opened. It was noted the introducer sheath was inserted directly to the hub of the microcatheter. No detachment attempts were made. After removing the coil, treatment was finished without introducing further coils.